Manufacturer narrative:
(B)(4). Describe event or problem - additional. Device available for evaluation - additional. Additional information/device evaluation. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
It was reported that a transmitter failed error occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.